Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced tuberculous peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever and cloudy pd fluids. The cause of the peritonitis was reported to be tuberculosis of the peritoneum. The same day as diagnosis, the patient was hospitalized for the event. The same day the patient began treatment with tienam 0.5 (02 jar, every day, route and duration not reported) and intraperitoneal amikacin 0.5 (1/4 jar every day, duration not reported). At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that twenty days prior to the receipt of this report, the antibiotic treatment of tienam and amikacin were discontinued and the patient was discharged from the hospital. Also that same day, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.